Event description:
Spontaneous call: spoke with patient dad. States patient due for new cartridge and then he tried to put into pump sn (B)(4) and it will let him load, however it keeps going back to cartridge removed. Other pump sn (B)(4) had same error message. New draw/new cartridge into both pumps but she getting that same error. One pump delivery for tomorrow did not occur while in use. No injury, pump will be returned, and new one will be given. Patient was advised to go to hospital with drugs & supplies. No other info. Reported to (B)(6) by: patient/caregiver. Dose or amount: 109 ng/kg/min. Frequency: continuous. Route: sq. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah.